Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2010 and (B)(6) 2013 to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems and recurrence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following procedure the patient experienced dyspareunia, urinary frequency and infection. It was reported that pt underwent mesh removal on (B)(6) 2015 due to dyspareunia,mesh complications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.